Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nightly hypoglycemia while using the ilet system, with one documented low blood glucose value of 66 mg/dl lasting approximately 20 minutes and requiring treatment with oral glucose tablets and apple juice. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included temporary interruption of normal activities to treat low glucose and no medical intervention or hospitalization. Investigation included review of user-reported logs and device data synchronization, as well as troubleshooting and education provided to the user with a recommendation to consult a healthcare professional for potential therapy setting adjustments. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that no device malfunction was identified and that hypoglycemia occurred with cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.